Event description:
Routine complaint investigation when a complaint was received of a higher reading of 286 mg/dl. When these values are plotted on a clarke error grid, they fall into the "c" zone which is considered to be clinically significant. No death, serious injury or medical intervention was reported with the incident.